Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt reported an e4 occlusion error occurred on the infusion device 1 week ago. She retracted the piston rod and changed the insulin cartridge 3 times. Blood glucose elevated to 465 mg/dl, and pt corrected hyperglycemia using the infusion device and a syringe. Pt believes the insulin delivery of the infusion device is too low. Pt does not have an infection and did not start new medication. Infusion device was not exposed to electromagnetic fields or water. Normal blood glucose is 120 mg/dl. Infusion device was replaced and requested for eval. The pt did not require assistance from a health care professional or second party to address the issue. No add'l details were provided.